Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was hospitalized for high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer was wearing the device at time of hospitalization. Device had alarmed motor error alarm and no delivery alarm. Device passed the displacement test and manual prime. Customer wanted the device replaced. Customer agreed to return the device for analysis.